Event description:
It was reported the customer was hospitalized due to diabetic ketoacidosis. Reportedly, hospitalization was not pump related, and customer has not been using the pump properly.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.